Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had to change the infusion sets every other day because his blood glucose level was over 400 mg/dl. The customer was thirsty and urinating. The customer treated his blood glucose level with injections. The high pressure test passed. The device was not returned.